Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The review of service order findings was completed on 05/12/2015. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The regional service center (rsc) reviewed the service log. The rsc service log review revealed a delivery failure (df) alarm with main supply voltage out of tolerance. Valid range: 2435 to 4075 counts, actual value: 2434 counts. The df alarm was followed by a low battery alarm raised. The rsc did not experience a df alarm and replaced the battery as part of the 2 year preventive maintenance (pm) which addresses the df for smart battery fuel gauge drift. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is smart battery fuel gauge drift. This condition will be tracked and trended under the company's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00002).

Event description:
Smart battery fuel gauge drift [device issue]. Case description: on (B)(6) 2015, a healthcare professional (hcp) contacted the company regarding a device issue with inomax dsir #(B)(4). The device was not in use on a patient. Inomax dsir #(B)(4) was removed from service and returned to ikaria for service evaluation. Case comment: on 05/26/2016: this is a non-serious, post-marketing device report. The device was not in use on a patient when the device failure occurred. No adverse event associated with the device failure of smart battery fuel gauge drift was reported in this case. The case is considered reportable because of a previous, similar device failure had been associated with serious adverse patient consequence (index case MDR #3004531588-2014-00002).